Event description:
It was reported that the right atrial lead was dislodged. The lead was capped on (B)(6)2022. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.